Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a catheter was froze on a guidewire. A 7.0mm x 40mm 80 cm ranger dcb was used in a procedure with a non bsc wire device. The balloon was difficult to advance. With force the balloon was able to advance into the vessel, but it would not inflate. Upon attempting to remove the balloon it became stuck on the wire. The balloon and wire were removed together. There were no patient complications and the patient status was good and in stable condition. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a catheter was froze on a guidewire. A 7.0mm x 40mm 80 cm ranger dcb was used in a procedure with a non bsc wire device. The balloon was difficult to advance. With force the balloon was able to advance into the vessel, but it would not inflate. Upon attempting to remove the balloon it became stuck on the wire. The balloon and wire were removed together. There were no patient complications and the patient status was good and in stable condition. This product is only ous approved but is similar to an approved us device. Device evaluated by manufacturer: the returned product consisted of a ranger sl drug coated balloon and a guide wire, with the wire firmly stuck in the inner (wire) lumen. There was blood in the wire lumen, and the balloon was tightly folded. The guide wire was protruding out from the device tip for 46.7 cm, and protruding out from the proximal end for 17.2 cm. The guide wire was measured 0.018 inches, both ends. A microscopic and visual inspection of the device consisted of checking the device for damage along the hub, inner/outer shaft, balloon, markerband, and tip of the device. Inspection revealed the wire lumen was buckled inside the manifold for a length of 14 mm. The inner diameter (ID) of the inner lumen could not be measure as the wire was locked inside the device. The damage to the inner lumen is attributable to device interaction in difficult anatomy. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing could not be done, due to the wire being lodged inside the device. The device was attached to an inflation device (filled with water) and positive pressure was applied. Despite pressure, the balloon could not inflate due to the inner buckling inside the manifold. The review indicates the ranger dcb is compatible with a .014 inch or .018 inch guide wire. The reported information indicates the ranger dcb was used with a command .018 inch; therefore, there is no indication of a compatibility issue.